Event description:
It was reported that the pt experienced increased pain. It was determined that the pt had catheter tip fibrosis. The pt underwent catheter replacement on (B)(6) 2011. The pump contained sufenta 300 mcg/ml at 119.92 mcg/day and clonidine 1500 mcg/ml at 599.6 mcg/day. The outcome was resolved without sequelae as of (B)(6) 2011.

Manufacturer narrative:
(B)(4).